Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer confirmed the reported problem and noted other flow related error codes in the device diagnostic log. Resolution and disposition: the manufacturer's field service engineer reported replacing the airflow sensor and blower valve assembly to resolve this issue. Conclusion/root cause: failure investigation findings show that contamination was found on the blower valve¿s poppet & seat assembly.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement was reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.